Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the anterior tibial artery. The armada 14 2.0 x 120 mm percutaneous transluminal angioplasty catheter was advanced and inflated to nominal pressure but would not hold pressure and was losing contrast. A pinhole was noticed upon removal of the device. There was no reported resistance during advancement or removal. There were no clinically significant delay or adverse patient effects. Another armada 14 was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular for analysis and the reported failure to hold pressure was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be related to manufacturing. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.